Manufacturer narrative:
The returned omnipod personal diabetes manager (pdm) was found to have a non functioning bg meter board, resulting in multiple pdm errors. The pdm would attempt a bg reading without a test strip inserted. Hazard alarms occurred during download and after hard resets. Exact cause of these errors could not be determined. Replacing the bg board resolved these issues. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 20.4 mmol/l (368 mg/dl) and that they was not able to clear the error message "add drop of blood on test strip" from the omnipod personal diabetes manager (pdm). There was multiple attempts to reset the pdm but was unsuccessful.